Event description:
It was reported that the device was explanted after an implant duration of approximately 130.60 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No opening issues were noted during testing. In addition, the device locked out as intended but the orange indicator indexed two times during the 14th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, when the device was fired on the arteria colica sinistra, the jaw would not open. The jaw was opened by returning the trigger to the home position by hand. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.